Event description:
It was reported that during an implant procedure, the atrial lead was dislodged associated with loss of capture and high pacing impedance. The dislodgement of the atrial lead was confirmed via diagnostic and visual examination. The atrial lead was not used and replaced with a new lead. The patient was discharged with no reports of adverse consequences.